Event description:
Initial reporter indicated that, the patient had worsening depression, unlikely related to stimulation and not related to the vns implantation. The patient had a medication added. At this time, it is not known if the reported increased depression is above the patient's pre-vns depression level. Good faith attempts are being made for additional information.